Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to sui. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/14/2016.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2012 due to obstructive voiding. No additional information was provided.

Manufacturer narrative:
.